Event description:
Device with tandem cuffs was implanted on 8/23/93. Both cuffs were removed on 3/25/96. One cuff was implanted on 6/6/96. On 3/17/97 a tandem cuff was implanted due to recurring incontinence.